Manufacturer narrative:
Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter came out of the catheter. A 5f.035cm x 65cm imager ii angiographic catheter was selected for use. During preparation, when the guidewire was pushed through the imager ii, a mold came out. The device was not inserted into the patient. No patient involvement was reported.